Event description:
It was observed during device inspection the device was found with flooding of the main body, damaged connector, puncture of electrical contacts, corrosion on the scope mount, including the free lock lever. There was no patient involvement on this event.

Manufacturer narrative:
The subject device was evaluated. The device evaluation found flooding of the main body due to the cable coating broken at the root of head section. In addition, damaged connector, puncture of electrical contacts, corrosion on the scope mount, including the free lock lever observed. Based on the investigation results, a definitive root cause of the damage (reported phenomenon) could not be identified a device history review of the current product was conducted, and no problems were found. The instructions for use (IFU) indicate: ¦precautions for cases where endoscopic images disappear unexpectedly or freeze cannot be released the following precautions should be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly, or the freeze cannot be released during the examination. Do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Do not bump or drop this product. Do not bump or drop this product, as water leakage may damage the product's internal electrical circuits. When straightening the camera cable, a portion of the camera cable may become looped approximately 10 cm or less. When a loop of approx. 10 cm or less occurs, do not pull the camera cable forcibly, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.